Manufacturer narrative:
(B)(4). Foreign- (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in a journal article that one patient experienced pain and clicking around the knee after bony union; underwent revision surgery at 2-4 months post-surgery due to screw protrusion where irritating screw was removed under local anesthesia.